Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup mode. Troubleshooting was not possible due to low battery voltage. The device was explanted and replaced on (B)(6) 2014.